Event description:
Boston scientific crm received information that approximately two months after implant, the patient's heart rate was in the 50's when he palpated his pulse, which was below the programmed lower rate limit for this device. Upon evaluation, it was determined that his leads were not working properly and were subsequently replaced or repositioned. Five years later this device was explanted for normal battery depletion. The device has been returned and will undergo analysis.

Manufacturer narrative:
The pacemaker system remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Event description guidant received information that approximately two months after implant, the patient's heart rate was in the 50's when he palpated his pulse, which was below the programmed lower rate limit for this device. Upon evaluation, it was determied that his leads were not working properly and were subsequently replaced or repositioned.